Event description:
Information received indicates the brake is not holding and the bed will not go into steer.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.